Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was experienced low blood glucose level. Blood glucose at the time of event was 61 mg/dl. Customer was admitted in hospital because of low blood glucose. Date of hospitalization was (B)(6) 2020. Time of hospitalization was 01:30 am. Customer was in emergency room. Current blood glucose was unknown. Customer did not use the auto mode feature at the time of event. Insulin was not dripping from the end of the set. Customer was disconnected during the rewind/prime sequence. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided related to date of hospitalization with the initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020.